Event description:
It was reported intermittent occlusion alarms occurred. Occasionally resulting in an elevated blood glucose, dates unknown, which was displayed as "high," no specific value was provided elevated blood glucose was addressed with a manual dose injection. The customer cleared the alarm and resumed insulin therapy.